Event description:
Tip of expressew needle broke off within shoulder. Shoulder was irrigated with copious amounts of nacl irrigation. Wound was x-rayed and no remnants of device was visible in wound. FDA safety report ID# (B)(4).